Event description:
While certified nursing assistant was turning pt onto his side the right siderail, which was presumed to be in locked position, fell. This caused the pt to roll off the bed onto the floor. He sustained skin tears (avulsions) to his left elbow and right hand and a laceration above his lip on the left side. Siderail did not click or lock into safe "up" position. When pushed upon, it fell. Pt taken to emergency room at hosp for evaluation and treatment. Required suturing of facial laceration on 6/18/95.